Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was found to be contaminated. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿lead presented blood inside¿ was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found blood at the distal region of the lead. Visual inspection of the lead did not find any anomalies to the outer insulation. Destructive analysis was performed and visual inspection did not find any anomalies to the inner insulation. The cause of the reported event could not be determined. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.